Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced loss of consciousness and bruising as a result of a "low" blood glucose (bg) level; value was not provided. Bg cause was not known. Customer required assistance and glucose paste was provided to address bg.